Event description:
The customer alleged they received a questionable human chorionic gonadotropin, stat (hcg) result for one patient on their e-module. The specific date of this event was requested but not provided. The units of measure were requested but not provided. The patient's initial hcg result was 4. The repeat result was 40. Information on whether the discrepant result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The hcg reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control results were within range and there was no indication of a general reagent or system issue. It was noted the customer was not using the recommended rack adaptors. The performance testing data were within specifications. The measuring cells were exchanged.

Manufacturer narrative:
This event occurred in (B)(6).